Event description:
It was reported "when the catheter inserted, it was found that the support of the sheath was not good, and the catheter could not be delivered in place". Additional information states the catheter was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "support of the sheath was not good" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter inserted, it was found that the support of the sheath was not good, and the catheter could not be delivered in place". Additional information states the catheter was removed and replaced. The patient's current condition is reported as "fine".

Event description:
It was reported "when the catheter inserted, it was found that the support of the sheath was not good, and the catheter could not be delivered in place". Additional information states the catheter was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. No kink, bend or visual damage was noted to the returned sample. No blood was noted on the interior or the exterior surfaces of the returned sample. Dried yellow media was noted on the distal section of the iabc bladder. The sheath in question was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "support of the sheath was not good, and the catheter could not be delivered in place" is not able to be confirmed. The sheath in question was not returned for the investigation. The returned intra-aortic balloon catheter (iabc) passed visual and functional inspection. Based on a review of the device history record (DHR), the product met specification upon re-lease. The root cause of the complaint is undetermined. No further action required at this time.